Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A technician reported that an intraocular lens (iol) was exchanged due to a refractive surprise. The technician reported the pt had a history of salzmann's nodules (pre-existing). The technician reported the wrong power iol was used due to the wrong numbers being used in the calculations. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 06/04/2010, 06/07/2010, 06/22/2010, and 06/25/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4). (B)(4). (B)(4).